Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor failed incoming functionality testing.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause of the failure was isolated to corrosion on the monitor c/a board, which damaged multiple components on the board the root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.